Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/27/2020. Additional information: d4, h4. H6. A manufacturing record evaluation was performed for the finished device lot mcq385, and no non-conformances were identified. Additional information was requested and the following was obtained: were reported 3 pbp988, mdh108 and mcq385 lots used in the same procedure? Yes there used in the same procedure. How was case completed? It was completed changing de diameter of suture for other sutures the procedure was completed changing the diameter of the suture. Any adverse patient consequences and what medical/surgical intervention was provided? There was not any adverse consequence.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were reported pbp988, mdh108 and mcq385 lots used in the same procedure? How was case completed? Any adverse patient consequences and what medical/surgical intervention was provided? Additional devices reported in mw 2210968-2019-91428 and 2210968-2019-91429.

Event description:
It was reported that the patient underwent unknown neurosurgery procedure on (B)(6) 2019 and suture was used. When the packing suture was removed, it looked yellow and the suture is usually black color. When the suture passed through the tissue, it burst. Another device was used to complete the procedure. There were no adverse patient consequences reported.